Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge did not fit flush onto the pump. Customer successfully installed the cartridge up on the second attempt. There was no reported impact to customer's blood glucose.